Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette was leaking from a slice in the tubing. This event occurred during priming. The patient was not connected. It is unknown whether there was patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the actual sample was not returned; however, companion sample was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification and found no issues related to the reported event; however, unrelated issues were noted. Leak testing, clear passage test, clamp function test, and device-device interaction testing (sample ran on machine) were performed. The reported condition of a leak from a slice in the tubing was not verified; however, the sample was out of specification for an unrelated condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.